Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right atrial lead exhibited high capture threshold which resulted in occasional loss of capture. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.